Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).

Event description:
It was reported that an occlusion in the catheter occurred. It was noted that the patient had a functional decline, "lost her ability to walk for 2+ years, subsequently gained a lot of weight because of lack of exercise," had worsened spasticity, underdose with escalation of dose, and she was "previously well managed on 70mcg/day." Patient did get "some" relief from spasticity with "large" boluses and flex program. Trouble shooting included reviewing pump logs, blousing the pump, plain x-rays of the abdomen and spine, pump side port (cap) access followed by computed tomography (CT) dye study of spine and abdomen to evaluate intrathecal catheter connectivity and an MRI to evaluate the catheter tip for signs on possible arachnoid scarring, none of which revealed abnormality. An indium study with subsequent CT 44 hours later showed drug depositing in the pocket, and there was no tracer departure from the pump into the catheter when running at basal rate. A revision was done. During the revision, the surgeon found "yellow, gelatinous goo" inside the sc connection. Infection culture was negative. The 1.5 x 0.2 0.1 cm piece of "soft tan material aka "schmutz"" was clogging the proximal catheter site. Microscopic evaluation "showed the "schmutz" consisted of fibrinous strands of fibrofibrinous connective tissue that was paucicellular and contained scattered mononuclear inflammatory infiltrates as well as refractile foreign matter. No significant acute inflammation or vegetations were seen." The healthcare team based on clinical presentation, "feels the goo was in the fluid path-some control of symptoms with boluses, but not enough." The patient's symptoms of underdosing resolved after replacement of catheter connector, she was noted as alive, no injury, no adverse event, "doing much better," function improved, was "approaching previous baseline," was walking, thinner and "noticeable happier." The device system was used to infuse baclofen.